Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited loss of capture on the right ventricular channel. The device was reprogrammed successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. The device image was reviewed and showed episodes with loss of ventricular capture. Bench testing was performed, which included impedance measurements, sense testing, high voltage (hv) output testing, and pace output testing, and the device showed normal function. The cause of the reported event was unable to be determined.

Event description:
New information received notes that the device was explanted and replaced. Further information was requested, but not yet available.